Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to overwritten history file. The pump had cracked reservoir tube lip and scratched display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The pump was not exposed to high magnetic field. The displacement test was not possible. The drive support disk was not damaged but prime and the self-test were not possible. The motor error alarm occurred six times in the last thirty days. The device was returned for analysis.